Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in very good condition, a brand new device. The device was turned on and after about ten (10) minutes some sparkles noise were heard, and right away the over temperature alarm turned on. After the back cover was removed it was found that the return tube had a big crack, causing the over temperature. The relays on the printed circuit board (pcb) were on/off making this sparkle noise. The complaint was confirmed. The root cause was a cracked return tube. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tube and the device was fully functional, no sparkle noise was noticed, and no over temperature error occurred. After repairing a functional test was performed and the entire time the device was fully functional and the temperature after calibration was stable and in the range.

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. G5: no 510k as this catalog number is not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-test "they heard some noise like a spark in the device". No patient injury or clinical affects was reported.